Event description:
Patient reported left side "removal due to recall." Legal representative additionally reported "granuloma." Patient undergone total capsulectomy. Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2201 - biopsy, f2203 - imaging required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma, anxiety-product/procedure.